Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014, t510c31tissue valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) and atrial lead had a ¿defect¿. Additional information was received that indicated the patient experienced an infection. The ICD and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.